Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 9/26/2019. An evaluation was conducted on (B)(6) 2019. There were signs of clinical use and evidence of blood observed on the harvesting tool. Blood and charred tissue were observed on the heater wire. The silicone jaw was observed to be cracked and detached from the tip of the cold jaw. The detached silicone was returned for evaluation. The heater wire was observed to be slightly bent but remained attached to the hot jaw. Based on the returned condition of the device, the reported failure "peeled; jaw " was confirmed as well as the analyzed failure "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tip broke off inside patient's leg. No adverse effects used a new vasoview kit to retrieve the rubber piece. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tip broke off inside patient's leg. No adverse effects used a new vasoview kit to retrieve the rubber piece. The hospital did not report any patient effects.